Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow rate testing was performed and the device was found to be within specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing at 50 ml/hr got 47, which is greater than ±5%". The reported problem/failure happened at or before first clinical use (obf) at biomed service department . There was no patient involvement. No additional information is available.